Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced mesh in the vagina and vaginal pain. The patient underwent a procedure for partial sling removal. The patient continued to experience ongoing pain in the vagina and underwent another procedure for sling removal.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced mesh in the vagina and vaginal pain. The patient underwent a procedure for partial sling removal. The patient continued to experience ongoing pain in the vagina and underwent another procedure for sling removal.